Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct. The exact date not reported, although the event reportedly occurred in the last couple weeks of (B)(6) 2016. According to the complainant, during the stent removal procedure, the advanix¿ biliary stent broke into two pieces when the physician was removing it from the patient's duct using a snare. The broken advanix¿ biliary stent had to be retrieved from the patient piece by piece. All parts of the broken stent were removed from the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 16, 2016: stent was in cbd for around 6-8 weeks.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct. The exact date was not reported, although the event reportedly occurred in the last couple weeks of (B)(6) 2016. According to the complainant, during the stent removal procedure, the advanix¿ biliary stent broke into two pieces when the physician was removing it from the patient's duct using a snare. The broken advanix¿ biliary stent had to be retrieved from the patient piece by piece. All parts of the broken stent were removed from the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.